Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 06/24/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/09/2015 with the following findings: a review of the pump¿s black box showed no loss of prime warnings. During testing, the pump was exercised for 24 hours with a 1 unit per hour basal program with no loss of prime warnings occurring. The force sensor calibration was found to be within required specification. The pump case was removed and the force sensor pins were found to be properly seated and the solder connections intact. There was no evidence of damage to the force sensor traces and no evidence of additional moisture or loose components inside the pump. The loss of prime issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed a dim, discolored display. Also unrelated to the complaint, a visual inspection of the battery cap showed moisture contamination on the underside of the cap.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.